Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, one battery contact was not fully seated. It was also noted that the upper and lower cases were broken.

Event description:
It was reported the device will not stay on. It was also reported the device does not power on, even with a new battery. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.